Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d1, g3, h2, h3, h6 and h11. Reported event was unable to be confirmed due to limited information received from the customer and product was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): 46-1004 (unknown), 24-2050 (unknown). E1: full establishment address - (B)(6). G2: foreign - the event occurred in japan. H6: proposed annex g code - mechanical (g04) - drill. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that three drills fractured during a procedure. The fractured drill tips were not retained by the patient, and an alternate device was used to complete the surgery. No complications, injuries, or surgical interventions were required due to this malfunction. Attempts have been made, and no further information has been provided.